Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was being implanted with a neurostimulator. It was reported that there was an intra-operative impedance issue. There was no trouble inserting the lead, but when they performed the electrode impedance test at 1.5 volts (v) and 360 pulse width (pw), the impedance pairs with 0 were >4,000 ohms when testing up to 5 v. The results indicated that these impedances were high. The rep and the doctor already made the decision to replace the implantable neurostimulator (ins). They ensured that the lead was torqued down with the setscrew and they tried to stimulate using the ins, but were not getting motor response. They were, however, getting a motor response using electrode 0 when testing with the j-hook. For this reason, the rep said that this new device was faulty. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient code (B)(4) does not pertain to the event.

Event description:
Additional information from the rep reported the device was opened and not used due to it being faulty and they planned to return the device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative determined additional patient information and that replacement of the ins resolved the issue. There were no further complication reported or anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) found that the setscrew was backed out beyond the point of being able to engage with the connector block. Good impedances were observed and the device passed the final functional test on the automated console. A lab functional test determined that there was good, stable output on the electrode pairs the device had when it was received. There were no issues when pressing on the device can and telemetry was acceptable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was being implanted with a neurostimulator. It was reported that there was an intra-operative impedance issue. There was no trouble inserting the lead, but when they performed the electrode impedance test at 1.5 volts (v) and 360 pulse width (pw), the impedance pairs with 0 were >4,000 ohms when testing up to 5 v. The results indicated that these impedances were high. The rep and the doctor already made the decision to replace the implantable neurostimulator (ins). They ensured that the lead was torqued down with the setscrew and they tried to stimulate the ins, but were not getting motor response. They were, however, getting a motor response using electrode 0 when testing with the j-hook. For this reason, the rep said that this new device was faulty. There were no symptoms or further complications reported or anticipated.